Event description:
A specific product line of neonatal in line suction catheter has the depth markings coming off of the catheter, preventing the provider from knowing how deep the catheter is in the trachea. The markings are in colors -red, blue, green, purple, black- and specific colors are dissolving after a short time on the child -<24 hours-. The lack of colorized marks is a threat to patient safety on neonates, as a catheter too deep in these small infants can easily go into the lung parenchyma, causing barotrauma.